Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump not accurately displaying battery levels and insulin pump has turned off before showing full battery. Customer's blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No anomaly display noted. Device received with operating currents within specifications. No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test and all operating currents test. (B)(4).